Event description:
Customers reported via phone call indicating that their insulin pump went into a threshold suspend. The patient's blood glucose level was 103 mg/dl at the time of the call. The customer stated that their blood glucose was not low enough to have triggered the threshold suspend. The customer was assisted with troubleshooting and found that their sensor glucose was out of range with their blood glucose readings. The customer was assisted with resolving the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.